Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. The stm was unable to reproduce the reported issue. The stm additionally reported that the initial failure occurred when the account manager's testing device (trainer) failed. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for demo use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has no arterial pressure readings. No patient involvement or adverse event was reported.